Event description:
The patient was revised because of disassociation of the liner from the shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised because of disassociation of the liner from the shell. Doi: (B)(6) 2010, dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Per the initial reporting, additional investigational inputs were not available. An operative report was however received but is from the primary surgery and does not offer a root cause for the reported disassociation event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.